Manufacturer narrative:
Analysis found the ac adapter's prong were damaged and caused the no power issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter exhibited smoke, the power adapter was charred. The transmitter would be returned and replaced. No patient symptoms were reported.